Event description:
The customer alleged an error code that suggests that the ventilator stopped cycling while in pt use. No pt harm. The hosp biomed department inspected the device and could not duplicate the alleged event. The nellcor puritan bennett service representative did not inspect the device. As per customer the unit passed extended self testing. No parts were replaced.